Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device. The patient reports the paramedics were called due to the patient had taken a fall. The patient removed the pod from the insertion site prior to going to the hospital. Once at the hospital the patients infusion site was lanced and cleaned. The patient was prescribed an antibiotic as well as hydrocodone (5 mg) to be taken 3 times daily for 2 days. The patient was released from the hospital after 1 week.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.